Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, however, a specific bg value was not provided. Reportedly, customer used the cartridge and insulin past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. A bolus was delivered and manual injections were administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.